Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device activity logs did not show any evidence that the device failed to power on; however, this type of failure would not necessarily be captured by the logs. Log review showed that the device shut off due to low battery. The x series operator's guide (pn: 9650-002355-01) (rev: g) speaks to low batteries, stating that "when the warning low battery shutdown prompt appears, immediately replace the battery pack with a fully charged pack or plug the x series unit into a power source, as unit shut down due to a low battery condition is imminent." The operator's guide also recommends that the user carries at least one fully charged spare battery in case a backup power source is required. The battery was not returned for evaluation. The device passed full functional testing. The device works as expected. Our investigation for this reported malfunction was no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.